Event description:
It was reported by the customer that a pyxis anesthesia system had a failed drawer. The customer stated that the anesthesia 16 pyxis has failed drawer, recovering multiple times, turning machine off and on, and the pyxis displays "required maintenance". The issue is causing a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a failed drawer. The filed service engineer cleared drawer medications jam in the drawer to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.